Event description:
It was reported that battery depleted rapidly and required more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, so no troubleshooting was completed and no additional information or corrective actions were obtained.